Event description:
It was reported that the patient was experiencing shortness of breath and was shaking. It was further reported that an electrocardiogram (EKG) showed that the cardiac resynchronization therapy pacemaker (crt-p) was failing. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.